Event description:
I had two hip replacement both were pinnacles. I was having pains in my legs, I went to my surgeon who took samples of fluid from my hips. I was told that I was being poisoned from chromium and cobalt. The doctor immediately scheduled me for surgery for replacements, I now have stage 3 kidney failure plus after my surgery I had 2 hip dislocations. I was told by surgeon that was a result of decayed muscle and tissue.